Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The small grasping retractor instrument had a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, during dissection, it was noticed that the small grasping retractor instrument was not grasping and moving properly. A metal string came off the side of the grasper and was retrieved while it was inside the patient. The procedure was completed as planned with a backup instrument. Intuitive followed up and obtained additional information. The instrument was inspected prior to use. Nothing was out of the ordinary and was dissecting fine until the surgeon noticed the tips suddenly stopped moving. Surgical team used laparoscopic ring graspers to retrieve fragments. There was no additional surgical procedure and no post -operative testing.